Event description:
The customer contact reported blood loss. The tubing set was to be used to deliver an unspecified maintenance solution. It was reported that after the nurse placed a peripheral IV catheter in the patient's hand and the male adapter of the tubing set was connected to the catheter, approximately 10ml of blood leaked. It was reported, the blood leaked from a split in the tubing, proximal to the male luer adapter. The tubing set was replaced and the therapy was initiated. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).